Event description:
Instrument fell apart through extensive use in surgeries. This did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: the device handle material which ultem has been changed to stainless steel as an appropriate corrective action.